Event description:
It was reported that prior to the unk procedure, the end of the trocar tip was smashed together. The tip of the trocar was melted. Another device was used to complete the case with no pt consequence being reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.